Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple occlusion alarms. As the customer was changing the cartridge, insulin was not observed exiting from the infusion set tubing during the fill tubing step. The customer's blood glucose (bg) level was 418 mg/dl with a small level of ketones and an insulin injection was delivered to address the bg level. The customer was to revert to using insulin injections to manage diabetes.